Event description:
Inserted enteral feeding tube, later an x-ray was performed to determine placement. Upon placement confirmation, caretaker attempted to remove wire from feeding tube, and was unable to do so. The feeding tube was removed with the reinsertion of another tube.